Manufacturer narrative:
Additional information: based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The philips engineer who evaluated the device was unable to duplicate the reported power issue. The unit gave a circuit occluded error. The blower was not functioning. It was recommended to replace the blower and possibly the mc-pcba. Information was received that the customer declined repairs to this device. The device is no longer in use.

Event description:
The customer reported the ventilator would not power on. There was no patient harm reported.